Manufacturer narrative:
Correction: h6 investigation conclusions, h10 plant investigation plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient wanted to know how to get tested for peritonitis. The patient stated for the past couple of night's they have been encountering fever, body aches, diarrhea, and abdomen pain. Technical support advised to call the peritoneal dialysis registered nurse (pdrn) for further instructions. Upon follow-up, the patient¿s pd nurse confirmed the patient was experiencing symptoms of abdominal pain, fever, diarrhea, malaise, and cloudy pd effluent. As a result, the patient was seen in the outpatient pd clinic. A pd culture was obtained which yielded growth of the bacteria staphylococcus epidermis and a white blood cell count (wbc) of 47,810. It was reported the patient was initiated on antibiotics vancomycin and ceftazidime intra-peritoneal (ip) per clinic protocol, on an outpatient basis. A repeat pd culture was obtained on (B)(6) 2021 which has not yielded any organism growth (wbc not available). The nurse stated the patient¿s symptom of abdominal pain has improved and the pd effluent is becoming clear with antibiotics. The patient currently continues vancomycin ip on an outpatient basis. The patient is recovering and continues pd treatment with same cycler without any further issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination and patient non-adherence to wearing a mask during the pd exchange.

Event description:
It was reported that a peritoneal dialysis (pd) patient wanted to know how to get tested for peritonitis. The patient stated for the past couple of night's they have been encountering fever, body aches, diarrhea, and abdomen pain. Technical support advised to call the peritoneal dialysis registered nurse (pdrn) for further instructions. Upon follow-up, the patient¿s pd nurse confirmed the patient was experiencing symptoms of abdominal pain, fever, diarrhea, malaise, and cloudy pd effluent. As a result, the patient was seen in the outpatient pd clinic. A pd culture was obtained which yielded growth of the bacteria staphylococcus epidermis and a white blood cell count (wbc) of 47,810. It was reported the patient was initiated on antibiotics vancomycin and ceftazidime intra-peritoneal (ip) per clinic protocol, on an outpatient basis. A repeat pd culture was obtained on (B)(6) 2021 which has not yielded any organism growth (wbc not available). The nurse stated the patient¿s symptom of abdominal pain has improved and the pd effluent is becoming clear with antibiotics. The patient currently continues vancomycin ip on an outpatient basis. The patient is recovering and continues pd treatment with same cycler without any further issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination and patient non-adherence to wearing a mask during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and touch contamination during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd culture yielded growth of the organism staphylococcus epidermis which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed touch contamination and the patient not wearing a mask during the pd exchange, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient wanted to know how to get tested for peritonitis. The patient stated for the past couple of night's they have been encountering fever, body aches, diarrhea, and abdomen pain. Technical support advised to call the peritoneal dialysis registered nurse (pdrn) for further instructions. Upon follow-up, the patient¿s pd nurse confirmed the patient was experiencing symptoms of abdominal pain, fever, diarrhea, malaise, and cloudy pd effluent. As a result, the patient was seen in the outpatient pd clinic. A pd culture was obtained which yielded growth of the bacteria staphylococcus epidermis and a white blood cell count (wbc) of 47,810. It was reported the patient was initiated on antibiotics vancomycin and ceftazidime intra-peritoneal (ip) per clinic protocol, on an outpatient basis. A repeat pd culture was obtained on (B)(6) 2021 which has not yielded any organism growth (wbc not available). The nurse stated the patient¿s symptom of abdominal pain has improved and the pd effluent is becoming clear with antibiotics. The patient currently continues vancomycin ip on an outpatient basis. The patient is recovering and continues pd treatment with same cycler without any further issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination and patient non-adherence to wearing a mask during the pd exchange.

Manufacturer narrative:
Correction: a4 missing in initial report.

Event description:
It was reported that a peritoneal dialysis (pd) patient wanted to know how to get tested for peritonitis. The patient stated for the past couple of night's they have been encountering fever, body aches, diarrhea, and abdomen pain. Technical support advised to call the peritoneal dialysis registered nurse (pdrn) for further instructions. Upon follow-up, the patient¿s pd nurse confirmed the patient was experiencing symptoms of abdominal pain, fever, diarrhea, malaise, and cloudy pd effluent. As a result, the patient was seen in the outpatient pd clinic. A pd culture was obtained which yielded growth of the bacteria staphylococcus epidermis and a white blood cell count (wbc) of 47,810. It was reported the patient was initiated on antibiotics vancomycin and ceftazidime intra-peritoneal (ip) per clinic protocol, on an outpatient basis. A repeat pd culture was obtained on (B)(6) 2021 which has not yielded any organism growth (wbc not available). The nurse stated the patient¿s symptom of abdominal pain has improved and the pd effluent is becoming clear with antibiotics. The patient currently continues vancomycin ip on an outpatient basis. The patient is recovering and continues pd treatment with same cycler without any further issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination and patient non-adherence to wearing a mask during the pd exchange.